Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8731sc, serial (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4) applies to the pump, (B)(4) applies to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 150 mcg/ml clonidine at a dose of 34.72 mcg/day, 500 mcg/ml unknown baclofen at a dose of 13.02 mcg/day, and 15 mg/ml morphine at a dose of 1.3 mg/day via an implantable infusion pump for spinal pain. It was reported that the patient had a catheter revision and pump replacement on (B)(6) 2017. The patient had a lack of therapy effect since (B)(6) 2017. The catheter was aspirated freely at the revision but the pump connector broke on (B)(6) 2017 while taking the connector off the pump. The hcp revised the catheter with a revision kit and the pump was replaced. The hcp replaced the pump with a 40 ml pump to decrease the refill intervals due to the fact that the patient was taking po anticoagulants and the pocket bleeds after doing a refill. No further complications were expected or anticipated.